Event description:
It was reported that a system revision was performed due to out of range pace impedances on the right ventricular (rv) lead as well as noise recorded by device. The noise was reproducible and impedance fluctuations were also reproduced. The physician disconnected the lead and confirmed that the lead was not well suited in the device header. The rv lead was then re-connected and noise was no longer seen and the pace impedance values were in range. No additional adverse patient effects were reported. The system remains implanted.